Event description:
New information states that the patient was asymptomatic during the event and in stable condition after the procedure.

Manufacturer narrative:
UDI (di): 0(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving a vibratory alert. Upon interrogation, premature battery depletion was observed. The patient's most recent remote transmission on (B)(6) 2016 reported an estimated longevity of 6.2 years remaining. Patient has not received any hv therapy since the last transmission. Device was explanted and replaced. No further information was provided.